Manufacturer narrative:
(B)(4). No batch and no item have been communicated, by consequence, the UDI is unknown the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned for investigation.

Event description:
It was reported that during the preparation of the bone cement, the monomer liquid would not dispense into the cylinder. There was no patient injury and the surgical delay superior to 30mn.

Event description:
It was reported that during the preparation of the bone cement, the monomer liquid would not dispense into the cylinder. There was no patient injury and the surgical delay superior to 30mn.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer. Therefore it could not be analyzed. The review of the device manufacturing quality record can not be performed as the product batch number was not communicated. According to the available data, the exact root cause cannot be determined if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly zimmer biomet will continue to monitor for trends.